Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The patient stated that for the past 2 weeks, following cartridge change with full rewind, load and prime that when they try to program a bolus, the pump will not let them program more than a 1.0u bolus. The patient stated that there is unusual activity with pump and the pump not exposed to moisture. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/06/2014 with the following findings: settings verify max bolus limit is set to 16 units. Two 10 unit bolus were performed successfully. Unable to verify or duplicate reported inability to perform boluses larger than 1 unit. Largest canula bolus able to be performed is 1 unit, this is a normal function of the pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.